Event description:
Customer reportedly obtained a result of 395mg/dl on the compact plus system while the hosp device read 175mg/dl within 10 minutes. No action was taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.